Event description:
A customer contacted beckman coulter regarding erroneous hemoglobin (hgb) result from a single patient sample that was generated by the coulter ac t 5 diff autoloader hematology analyzer. The initial hgb result was 14.0g/dl. The result was printed with a "basophilia" flag. Due to the flag, the original sample was re-tested for hgb twice and 2 results of 15.6g/dl were obtained. Both results were printed with an "h", operator defined flag. (H-result is above the patient limit set by your laboratory and may generate an interpretive message on the printout). The hgb results obtained from re-runs were considered correct. Based on available information, there was no affect to patient as a result of this event.

Manufacturer narrative:
Qc was run before and after the event, and results were within expected ranges. The instrument is currently performing within expected ranges. The instrument is currently performing within qc specifications. The erroneous result was for a specific patient sample. No other samples displayed the issue. The sample was collected in a 5ml, bd, edta tube and stored for less than 30 minutes at ambient temperature. A field service engineer (fse) was dispatched to the customer's lab: a) the fse replaced wbc lyse and completed extended cleaning procedure. B) the fse tested 4 patient samples 6 times with no high "basophilia" flags. C) the fse verified reproducibility in both modes and all results were within specifications. D) the fse also verified hgb blank and diff latex. All results were in range and no adjustment was needed. The fse could not find the cause for the low hgb result and a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.